Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. Testing of the lead on a pacing system analyzer (psa) also noted high out of range pacing impedance measurements. No obvious anomalies were noted under fluoroscopy. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.